Manufacturer narrative:
An event of paravalvular leak (pvl) and off-label use was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the valve was chosen for a valve-in-valve procedure, there was severe calcification, and multiple dilations were performed but could not mitigate the pvl. The final implant depth was 7mm from the non-coronary cusp. Based on available information, the reported pvl appears to be related to valve being used in a valve-in-valve procedure. The reported off-label use is related to the physician selecting the valve for a valve-in-valve procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note per the instructions for use (IFU), "the safety, effectiveness, and durability of a navitor/navitor titan valve implanted within a surgical or transcatheter bioprosthesis have not been demonstrated." The decision to use the valve in a valve-in-valve procedure appears to be related to the reported pvl. Therefore, the deviation will be addressed in a letter to the account. H6 health effect - clinical code: code 1888 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 29mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The perimeter of the aortic annulus was measured at 81.6mm and the area was 512.3mm^2. It was noted that the patient had a horizontal aorta and very calcified annulus. A pre-dilation of the aortic valve was performed with a 22mm unknown balloon. Due to the circular shape of the calcification and pressure on the prosthesis, it was decided to deploy the device at a deeper depth than standard practice. At 80% deployment, it was noted that the non-coronary cusp (ncc) was measured at 4mm and the left coronary cusp (lcc) was measured at 2-3mm. The device showed a tendency to shift towards the annulus. The decision was made to re-sheath the device to deploy at a deeper depth to avoid the device tilting and migrating. The physician began re-sheathing at 1 turn on the delivery system wheel and changed his mind, believing the calcium would anchor the device in place. The device was fully released and the device migrated towards the ascending aorta. Computed tomography angiography (cta) was used to determine the coronary arteries were unobstructed. The decision was made to re-snare the device. The device was re-snared into the aortic arch. A new 27mm navitor transcatheter aortic valve was selected for implant using a new large flexnav delivery system. Multiple attempts were made to implant the device into the previous 29mm valve. The 27mm valve was successfully implanted valve-in-valve. Post-implant the patient presented with a perivalvular leak. Multiple post-dilations were performed with a 22mm and 25mm non-abbott balloons. The perivalvular leak was unable to be mitigated and was defined as moderate. The patient required a blood transfusion. The patient status was stable.